Event description:
The complainant had placed an impella cp for support of a patient admitted in with cardiac history and prior coronary artery bypass graft. The patient had pre existing right bundle branch block, following a successful impella supported high risk percutaneous cardiac insertion. The patient developed complete heart block while the impella was being weaned. The impella did have to be increased for hemodynamic support and a temporary pacer was placed. Following the pacer initiation, the patient's vitals were stabilized and the impella was weaned and explanted. The physician felt that the impella was across the aortic valve could have caused this arrythmia. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The root cause of vt/vf cannot be determined since insufficient clinical details were provided. D9 date device returned to manufacturer added.